Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured at 10atm pressure. The procedure was completed with another of the same device. No complications reported and the patient is stable.